Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the navigation system could power on but would become unresponsive once progressing into the register portion of the application software. When replacing the computer, the fan of the computer continued to cycle. A second computer was shipped to the site and the replacement then resolved the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The initial replacement computer was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The suspect computer has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while outside of a procedure, the computer fan was cycling within the navigation system. The reported issue occurred when powering on the navigation system. It was reported that the system displayed "no signal" on both monitors. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The analysis of the suspect computer for the navigation system was completed by medtronic personnel. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.